Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. Reportedly the patient found the display was discolored and difficult to read after the pump was dropped on the steps. Patient stated that the pump powered up with appropriate audio/vibration alerts and the issue was not resolved with battery change. Patient denied that there was moisture exposure to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.